Event description:
Pt had a cypher drug-eluting stent placed in 2003. The stent thrombosed 11 days later, and the pt had a nstemi. The pt had been on plavix for over a year and had not missed any doses during this time period.